Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observation with the caller who confirmed that the atrial lead has not been turned from bipolar to off. The consultant stated this would cause an unexpected battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device which has been chronically programmed to vvi configuration displayed a remaining longevity of one year and three months later the remaining longevity had decreased to five months. No adverse patient effects were reported.

Manufacturer narrative:
This device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being processed due to additional information and product evaluation.